Event description:
It was reported that during a prophylactic replacement, the item was open but not used due to the tip of the catheter sticking underneath of the inner cover. The physician did not use the catheter and requested a new one. The drug in the pump is fentanyl. It was believed the concentration was 50mcg/cc.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
The sterile tray was received for analysis with no outer lid (tyvek seal with label) present, only the sterile tray along with the inner tray, inner lid and various catheter components. As received, the distal end of the catheter, along with other portions of the catheter, were out of place and protruding from the inner cover in the sterile tray. The inner cover itself was not in its proper position as received. The event occurred on (B)(6) 2013 and the product did not arrive at the analysis lab until (B)(4), 2014. During that time a numerous amount of handling of this return may have occurred. However, a photograph taken in the operating room on the day of the event clearly shows the tip of the catheter protruding from the inner tray. Therefore it was concluded packaging/inner tray did not properly hold components in place. No pressure or patency testing was done to minimize further handling in order to preserve the packaging anomaly as much as possible.